Event description:
It was reported that the ventilator generated the, "expiratory minute volume" alarm during ventilation and failed the following pre-use checks tests displaying the message "system volume too large". There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The air gas module which regulates the inspiratory air gas flow to the patient was replaced during on-site troubleshooting. The reported failures are confirmed received device log showing that several tests had failed in pre-use check and that several alarms were generated during ventilation. The reported failures were not reproduced during simulated use testing of the returned air gas module in a reference ventilator. Further testing revealed that the delta pressure transducer on a printed circuit board inside the gas module was defective. The pressure transducer's offset value had drifted. The delta pressure transducer is part of the flow measuring in the gas module. The failure of this component leads to inaccurate gas flow regulation which may lead to failures in pre-use check and activation of different alarms during ventilation. The cause of the pressure transducer's offset value drift has not been determined.

Event description:
(B)(4).